Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching 54 mg/dl. Reportedly, low bg's are due to the customer not eating their entire meal that they had bolused for customer drank soda to stabilize bg levels.